Event description:
It was reported that a homechoice cassette leaked. This was further described as "fluid leaking from the cassette". This was observed during drain 2 of 5 of automated peritoneal dialysis therapy. The patient was connected at the time of the event. Renal therapy services (rts) assisted with ending therapy, discussed continuous ambulatory peritoneal dialysis, and advised the patient to contact the nurse regarding missed therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. This was further described as "fluid leaking from the cassette". This was observed during drain 2 of 5 of automated peritoneal dialysis therapy. The patient was connected at the time of the event. Renal therapy services (rts) assisted with ending therapy, discussed continuous ambulatory peritoneal dialysis, and advised the patient to contact the nurse regarding missed therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.